Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) and right atrial (ra) lead were explanted. The right ventricular (rv) lead was inactivated. No further patient complications have been reported as a result of this event.